Manufacturer narrative:
(B)(6) 2018. Valid phone number not provided. (B)(4) field service engineer (fse) evaluated the device and verified the issue. The fse replaced the power switch assembly and central processing unit printed circuit board. Subsequently, the unit passed al testing and was operating within specification.

Event description:
The customer reported that the ventilator restarts on and off intermittently. The ventilator was not in use on a patient at the time of the event. The event date was not specified, estimate used.